Manufacturer narrative:
The console was inspected for external damages. None were seen. Also the warranty seal was intact. The fuse tray was removed, using a millimeter the fuses were found to have continuity. A power cord was connected and immediately noticed that the console was not turning on. With the power cord disconnected, the chassis cover was removed and burnt marks were noticed on the wider edge connector. Know good working edge connectors were installed and the console was able to power on. However a short was heard and flames were seen shoot out of the vents on the right side of the console. Also the boot process was unable be completed due to an e41 error present on the display screen. The unit was turned off and the wider edge connector test component had burnt marks just as the original complaint components. The root cause is the power board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that crossfire console read e 41 error. Nurse rebooted console and nothing happened. Nurse rebooted again. Sparks came out of the vent which is on the right side of the console. The serfas wand and the handpiece were plugged into the console at the time the sparks occurred. The case was aborted.